Event description:
It was reported that during threshold testing with this pacemaker, the test did not end for twelve seconds, and the patient experienced subsequent syncope. Several troubleshooting options were discussed with the health care professional (hcp). No additional adverse patient effects were reported. The device remains in service.